Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient was in surgery to have the pump moved from the buttock to the abdomen (previously reported) and surgical observation/notes on (B)(6) 2019 revealed the catheter was seen barely in the spinal canal due to markings on the catheter. The catheter was explanted/removed from the patient (previously reported) on (B)(6) 2019 and was replaced (a new spinal segment was implanted). The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was other catheter migration. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8598a, lot# hg2xunm05, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient's pump needed to be moved from her buttock to her abdomen. Yesterday she woke up with a large seroma over her pump pocket. In surgery, it was noted that the catheter had migrated almost all the way out of the it space, maybe in a cm or 2. The hcp replaced the catheter at the surgery and moved the pump to the abdomen. The catheter would be returned. No environmental/external/patient factors that may have led or contributed to the issue were reported. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 800.56463 mcg/day and bupivacaine 20 mg for a total dose of 8.00565 mg/day via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported on (B)(6) 2019 that the patient was in clinic and complaint that the pump and stimulator are implanted too close together. It was noted they "click" together and occasionally pinch a nerve causing leg numbness. It was recommended moving the pump to the abdomen. It was noted that the patient reported leg numbness due to pump migration. The patient agreed with the plan. On (B)(6) 2019 the patient called in stating that the pump was moving around in the pocket and pressing on a nerve making her leg go numb. It was noted that the patient was informed that they cannot help until surgery on (B)(6) 2019. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was pump migration and the clinical diagnosis was right leg numbness. The patient's weight was 165 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.